Event description:
Caller states that she wasn't feeling well and went to the doctor. She reports that her device read 358mg/dl while the doctor's device was used. No quality controls were used. Requested return of suspect device and replacement was sent.